Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 467 mg/dl at the time of the incident and other blood glucose value was 100 mg/dl. Customer was treated with correction bolus from insulin pump and correction shots. Customer alleged that the insulin pump was under delivering because it does not dispense the amount of document. Auto mode feature was active and automatically adjusting insulin at the time of incident. Customer declined to check for site or insulin issues and declined to check their settings. Insulin pump failed the high pressure test with tubing clamp. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.